Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550.320.645.0000 was confirmed in the pump?s event history. The root cause of the reported problem was assigned to a speaker harness. There is no evidence of a repair being made on this pump to correct the reported condition. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The reported problem was confirmed in the pump's event history. This information was inadvertently omitted in the initial medwatch.

Event description:
The facility reported a colleague infusion pump with failure code 550.320.645.0000. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.